Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer changed out the infusion set supplies to address the issue. Customer¿s blood glucose level ranged from 308-347 mg/dl.